Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-11533, 11534. The pt received two leads with the same lot number and two anchors with the same lot number. During a follow up appointment, the pt reported to the sjm representative he had received an scs system in (B)(6) 2009 which was explanted shortly after implant due to an infection. The pt was currently implanted with a different system.

Manufacturer narrative:
Correction: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.